Manufacturer narrative:
Age at time of event: 18 years or older device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is caused by other device as another device/drug/subsequent procedure caused the complaint event. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and mildly calcified distal right coronary artery (rca). Following pre-dilation, a 3.00x32mm synergy¿ drug-eluting stent was advanced to treat the lesion. However, right before reaching proximal rca, device was unable to advance despite several attempts. When device was removed, resistance was encountered and it got caught with the guide catheter. Outside of the patient's body, device was checked and it was noted that the proximal portion of the stent struts was slightly deformed. The procedure was completed with a non-bsc stent. No patient complications were reported and the patient's status was stable.